Event description:
It was reported the subject device had no image when connecting to 260 scope. No delay reported. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, d9, h3, and h6. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. However, it was surmised that images of the 260 scope were not displayed because communication with the endoscope failed due the pins of the video connector socket were deformed, it could not be connected properly. Olympus will continue to monitor field performance for this device.